Manufacturer narrative:
Siemens filed the initial MDR on 16-apr-2019 and first supplemental report on 02-may-2019. Additional information (09-may-2019): the customer could not confirm if the results on the advia centaur are correct compared to the dimension vista results. Siemens further investigated the issue and determined there may have been a reaction from the medications/supplements that were used by the patients. The cause of the discordant prog results is unknown. The device is operating within manufacturing specifications. Siemens also filed MDR# 25175506-2019-00167_s2 for this event.

Event description:
The customer contacted siemens and reported that it cannot be confirmed if the results on the advia centaur are the correct results.

Manufacturer narrative:
The customer contacted siemens to report patient sample test data for progesterone obtained on a dimension vista 1500 gave a higher result than when the same sample was tested on an advia centaur for progesterone. The customer reportedly uses a cutoff value of 1.0 ng/ml as a decision point for in-vitro fertilization treatment. The customer noted the difference in results near the cutoff level. A siemens technical application specialist (tas) reviewed correlation data between the two instruments and explained the differences in test methodology between the two instruments. The customer reportedly has decided to discontinue progesterone testing on the dimension vista 1500 instrument due to the commutability of the test result data. The cause of the discordant progesterone test result is due to the commutability of the test methodology. The instrument is meeting specifications. No further evaluation of this device is required. MDR 2517506-2019-00167 was filed for the same event.

Event description:
A discordant patient sample test result was obtained for the progesterone test from a dimension vista 1500 instrument. It is unknown if the initial result was reported to the physician(s). The same sample was run on an alternate instrument (advia centaur) giving a lower result. The lower result from the alternate instrument was reported to the physician(s) and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant progesterone test result.

Manufacturer narrative:
Siemens filed the initial MDR# 2517506-2019-00166 on 16-apr-2019. Additional information (17-apr-2019): the customer informed siemens that the result from the dimension vista instrument was reported to the physician(s). The result from the advia centaur instrument was not reported to the physician(s). Section b5 and b6 were updated. Siemens also filed MDR# 2517506-2019-00167_s1 for this event.

Event description:
The discordant result from the dimension vista instrument was reported to the physician(s). The result from the advia centaur instrument was not reported to the physician(s).